Manufacturer narrative:
Concomitants: 02-010-03-0240 - logic cr femoral cem, left, sz 4 - 5236372; 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t - 5259172; 200-02-38 - three peg patella 38mm - 5257594. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that approximately 4 years 2 months post initial tka, the patient was revised due to pain and synovitis. The surgeon stated that the synovitis was mild and the insert was pitted. The patient was last known to be in stable condition. No further information available.

Manufacturer narrative:
Additional information for investigation: according to the legal documentation, the patient was revised "due to implant loosening and significant synovitis. The postoperative diagnosis confirmed left total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene." According to exactech's surgery database and the information provided in the initial complaint submission, the surgeon elected to revise the patient's 11mm cr tibial insert to an 11mm crc tibial insert. The femoral component and tibial tray were not revised. Therefore, it does not appear that this revision was the result of loosening. The revision reported may have been the result of pain and synovitis as stated in the complaint submission. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation and radiographs were not provided.

Event description:
Additional information received via the legal department : it was reported via legal filing that on (B)(6) 2018 the patient had a left total knee arthroplasty. After the initial implant the patient ¿had been complaining of mechanical complications and chronic pain¿. On or about (B)(6) 2022 the patient underwent a revision surgery of his left knee due to implant loosing and significant synovitis. The surgeon noted that there was ¿moderate poly wear synovitis¿ and ¿small areas of obvious pitting and delamination of the polyethylene component¿. The postoperative diagnosis confirmed left total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. The revision operative report was not supplied to this company for review.

Manufacturer narrative:
These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: the revision reported may have been the result of pain and synovitis as stated. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation and radiographs were not provided.

Event description:
No device return anticipated, the hospital does not release devices to the reps.